Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error detected alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error detected alarm due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the insulin pump was monitored and functioned properly. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had a power error detected alarm. Customer¿s blood glucose value was 11.4 mmol/l. Customer stated that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. The insulin pump will return for the analysis.